Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted in the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.